Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a button error alarm. Customer¿s blood glucose value was unknown. Customer stated that the insulin pump was rejecting new batteries before powering on, chips around the reservoir was opening. Customer stated that the insulin pump had a random unexplained delivery alarm and the shoots insulin while priming. The device will not return for the analysis.